Event description:
It was reported by the rep that during an emr procedure, the jaws of the clip got jammed and they would not release from the tissue. The tissue had to be pulled off along with the clip. Another clip was used to complete the procedure. The patient is fine. The device was discarded.

Manufacturer narrative:
Information was not provided. Information is unavailable; device was not returned for evaluation.